Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On 7/2/2017 a medtronic representative went to site to test the equipment. Representative reported that the image acquisition system (ias) would not boot all the way. Representative reloaded mobile view station (mvs) and image acquisition system (ias) config files. A system checkout has been performed after reloading the files. System passed all tests and is working normally. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. No parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A site representative reported that when setting up for a case the viewing station of the imaging system would not completely boot up. A image acquisition system (ias) application exception. Could not load configuration file error message was displayed. During troubleshooting the system was rebooted multiple times but the issue was not resolved. There was no patient present at the time of the issue.